Event description:
Patient reported experiencing elevated blood glucose levels in the 400's mg/dl; got a reading of 464 mg/dl and was able to self-treat. Patient alleges a leak in the cartridge has contributed to her elevated blood glucose level; leak began (B)(6) 2015. Patient reported a large amount of insulin has leaked into the pump cartridge compartment; able to pour the insulin out when the pump was inverted. No adverse event reported. Requested return of the alleged cartridge, pump, and adapter and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.